Event description:
Per the clinic, the patient experienced magnet retention issues. The patient underwent a skin flap revision surgery on (B)(6) 2022, in order to thin the skin flap. The implanted device remains.